Event description:
It was reported that inappropriate shock due to lead failure (noise) was observed in 2021. The ICD was deactivated at that time. The ICD and lead are now explanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead and ICD were received for analysis. The ICD was interrogated. The interrogation could be properly performed and revealed the eri battery status. Next, the ICD was subjected to an analysis of the electrical parameters. The current consumption of the ICD was checked and found to be normal and as expected. Analysis of the battery condition, however, showed an inconsistency of charge taken from the battery and the battery voltage. A premature battery depletion could be confirmed during analysis. Please note, this ICD is affected by the field safety corrective action, bio-lqc, initiated in march 2021. The lead was found cut 13 cm distal to the df4 connector pin into two segments. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The insulation was found rubbed through 13.5 cm proximal to the lead tip, which is assumed to be the root cause of the reported inappropriate shock. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Furthermore, the fixation helix and rv shock coil were found deformed, which most likely resulted from the extraction procedure due to tensile stress. The quality documents accompanying the manufacturing process for these devices were re-investigated. All production steps were performed accordingly, and in particular the final acceptance tests proved the devices functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.